Event description:
Patient being transferred from bed to wheelchair. The hoist started to raise but then stopped. The care assistant tried the hand control and the hoist started to lower on its own. Patient was lowered to bed and did not suffer injury. One person involved.